Event description:
Pt presented with sincope due to third degree heart block with hypotension. He was placed on external pacemaker shortly after arrival on 12/29/94. Shortly after midnight, en route to cardiologist, the pacemaker quit working altogether requiring pt's return to this facility and activation of another pacemaker. Pt was bradycardic while off pacemaker in third degree block with heart rate 40. External pacemaker would not work even when plugged into 110 volt ambulance electric outlet.